Event description:
Related manufacturer report number: 2017865-2022-40606. During an in clinic follow up, episodes of noise were noted on the right atrial (ra) and right ventricular (rv) leads. Technical support was contacted and recommended provocative testing for further investigation. No intervention has been performed. The patient was stable and will continue to be monitored.